Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to an internally shorted u409 can transceiver on the computer/analog board. Additionally, the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. The root cause for the shorted u409 transceiver and shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.